Manufacturer narrative:
The customer reported complaint that the thermogard xp ivtm system (sn (B)(6)) displayed mid:11 (post nvram) error message was confirmed during the review of the event logs and functional testing. The root cause of the error message was that the battery cell was installed upside-down in the battery socket in the display head. No preventative maintenance for the console by zoll personnel has been documented since the console was acquired by the customer in 2012. It is likely the upside-down battery was due to unintended user error when it was last replaced at the customer site. Upon visual inspection, related to the complaint, the battery in the display head socket was upside down. Unrelated to the reported complaint, the pump lid and bumpers were cracked and broken, the display head lever is broken, the drain hose is missing the o ring, and a screw on the umbilical cable connector, the pan drip, and the prime cover were missing. The probable root cause of the observed damage is user mishandling; however, wear and tear cannot be ruled out due to the age of the console. The console is over 12 years old and was manufactured in aug 2011. Also unrelated to the reported complaint, the white rollers and cold well gasket are worn, and t1 t2 connector block assembly is worn and loose. The probable root cause is wear and tear, due to the age of the device. All missing, damaged, and worn/loose parts were replaced to remedy the issues. Unrelated to the complaint, saline residue was observed in the pump raceway and air trap block, likely attributed to overflow of saline from a start-up kit (suk) leak or user mishandling. This customer has no reported history of start-up kit (suk) leak complaints. The residue was cleaned to remedy the issue. The event logs were reviewed and confirmed three occurrences of mid:11 error message, thus confirming the reported complaint. "Dead or low battery" and "rct wrong time" error messages were also observed in the archive. The root cause for all three error messages is due to the battery cell being installed upside-down in the battery socket in the display head. The thermogard xp ivtm system failed functional testing due to the displayed mid: 11 error message, thus confirming the reported complaint. The battery cell was reseated to the correct polarity. Subsequently, the console successfully passed functional tests. During service, unrelated to the reported complaint, the system labels and firmware were updated to current part revisions and software version. The thermogard console passed all subsequent functional, electrical, and burn-in tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard ivtm system with sn (B)(6).

Event description:
The thermogard xp ivtm system (B)(6) displayed mid:11 (post nvram) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.